Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving intrathecal morphine 20.0 mg/ml at 3.606 mg/day via an implantable pump for spinal pain. The patient was currently receiving intrathecal morphine 20.0 mg/ml at 1.402 mg/day. It was reported that when the patient was implanted with the pump on (B)(6) 2016, the patient had a long incision and big lumps in the pump scar. They thought by massaging it, they could make it soft like the patient¿s skin; it went down quite a bit but did not resolve the knots. Two months ago (from (B)(6) 2017), the pump did not adhere to the body; the catheter spun around and got all kinked up. They discovered this when the hcp had to flip the pump from it being upside down at the refill appointment. They manipulated it back around and measured the medication; the medication came up right. It took the patient two months to get an appointment with the surgeon. A month later, at the patient¿s next appointment, the pump had flipped upside down again. The pump was manipulated back around, and the patient had it refilled. Within a week or so of it being refilled, the patient experienced withdrawal symptoms, diarrhea, throwing up, nausea, feeling sick, and feeling like bones were being pulled. The patient immediately took oral oxycodone 10 mg fast release and morphine 20 mg to combat the withdrawal symptoms; that made a difference when he took the oral medications. On (B)(6) 2017, the patient saw the surgeon for consultation and had surgery the next day. The patient had surgery to correct the pump not adhering to his body and also the catheter issue. They cut the catheter, spliced, it and put it all together. The patient was told by one hcp that when the pump was implanted, the pump was not sewn in; this was the reason it did not adhere. However, the patient was told conflicting information by another hcp who stated that the pump was sewn in. With regards to the pump revision, they put the pump in a ¿sock¿ to help grow scar tissue and also sew it in. It felt sturdy. The lump on the original pump scar was better/no lumps. The oral medications were not working very well. The patient¿s preexisting back surgery sites and preexisting pain running down his buttocks down to his right leg (sciatic) were still issues because they had to decrease the pump medication. The patient was currently taking oral 60 mg of morphine a day and oral 20 mg of oxycodone a day and was waiting for them to adjust the pump medication back up. The patient was going to follow up with the hcp. It was noted that the consumer wanted to know ¿if the catheter kinks and gets all wound up where the patient was not getting any medication and went through withdrawals, would it have alarmed?¿ there were no further complications reported or anticipated.